Manufacturer narrative:
No products will be returned as they are either still implanted or surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low sensing measurements were noted on this right ventricular (rv) lead. The change in sensing measurements occurred after a revision that occurred six months previously. In addition, this device had migrated from the pectoral position to a lateral location that was almost in the patient's armpit. All other lead measurements were normal and pocket manipulation did not create any abnormal measurements or noise. A revision was performed and it was discovered that the rv lead had dislodged as a result of the device migration. The is-1 portion was capped and a new pace/sense lead was implanted. The rv lead remains implanted for defibrillation purposes only. The device was also repositioned. Defibrillation threshold (dft) testing was performed and successful. No additional adverse patient effects were reported. The device and rv lead remain implanted and in service.